Event description:
Attending surgeon utilized stryker screw size 6.5 mm low diameter and 25mm length profile hex screw ref # (B)(4) in right acetabulum when operating on right hip. At this time, head of this screw broke off.